Event description:
A surgical coordinator reported a pt with poor near and distance vision following bilateral intraocular lens (iol) implant surgeries. The pt stated that his "eyes are not working together". The lens for the right eye was exchanged for a different model. The pt was reported to be doing well and satisfied with the replacement lens. The lens for the left eye remains implanted. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from he product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/07/2009, 04/09/2009, and 04/16/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed t FDA on: 05/06/2009.